Event description:
It was reported that the device failed preventive maintenance. There was a split nut test failure. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, and latch module. Performed calibration. A review of the device history record showed the device had a manufacture date of 20 apr 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to bent tube drive of the carriage assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. There was a split nut test failure. There was no patient involvement.